Event description:
During dialysis treatment, a lifesite pt bled into the chest cavity. It was discovered that the return cannula perforated the superior vena cava. Pt did recover and the physician placed a new lifesite device for dialysis. The new device did not deliver adequate dialysis and was ultimately explanted.